Manufacturer narrative:
Date of event: (B)(6) 2017. The key market indicated that the unit was repaired. The key market indicated that a power supply and the main harness were replaced to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the unit restarted automatically. Through follow-ups, the key market indicated that the unit was not in use on a patient.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit restarted automatically. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.